Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
Previous non-invasive grower lead screw (p/n: eb-12-50) from primary jts surgery (pin (B)(6)) was difficult to back out and caused the square peg of the alignment tool (p/n: se-365-50) to deform. As a result, the surgery was extended by more than 40 minutes.